Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: implant 'exploded', very swollen, sharp, very painful and doubled in size, seroma, capsular contracture baker grade IV. Clarification to partial b3: "1 month" and "a month ago" was provided. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported 'exploded', very swollen, sharp, very painful and doubled in size and seroma via us, later healthcare professional reported capsular contracture baker grade IV and "very large, recurrent seroma, left breast undergoing clinical, cytological and specific tests for large cells". "Look at the amount of liquid that is involved inside this breast, we are having to use a vacuum cleaner. Very thick capsule, allergan natrelle prosthesis lot 3061349 tsx560g¿ was further reported during surgery. This record is for a left side. Device was explanted.

Manufacturer narrative:
Patient's physician information: all located in brazil. Dr. (B)(6) - implanting physician. Facility name: hospital (B)(6). Dr. (B)(6) - oncologist. Facility name: (B)(6). Address: (B)(6). Email: (B)(6). Phone: (B)(6). Dr. (B)(6) - explanting physician. Facility name: hospital (B)(6). Address: (B)(6). Email address: (B)(6). Phone: (B)(6). Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The events of "capsular contracture", "seroma-late", and "lymphoma-alcl" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade IV; "450 ml of serous fluid"; "breast implant-associated anaplastic large cell lymphoma (bia-alcl)."

Event description:
Patient reported left side "exploded", "very swollen", "sharp, very painful", and "doubled in size". Healthcare professional reported the patient "sought emergency care at the hospital due to an increase in the volume of the left breast (...), associated with pain". Healthcare professional also reported the patient underwent an ultrasound which found "a quantity of periprosthetic seroma on the left". A puncture was performed in which "450 ml of serous fluid was removed" and sent for culture & cytology. Patient was treated with antibiotics, without improvement. Healthcare professional later reported "very large, recurrent seroma, left breast" and capsular contracture baker grade IV. Immunohistochemistry was performed on the left breast capsule, which diagnosed "breast implant-associated anaplastic large cell lymphoma (bia-alcl)". Pathological markers cd30+ and alk- have been confirmed. Device was explanted. Capsulectomy was performed.